Manufacturer narrative:
H.6. Investigation: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label (used). Customer reported needle blocked. The returned pen needle was examined microscopically and it exhibited dry blood at the patient end of the cannula. The returned pen needle was then tested for flow and was found to be clogged, thus confirming the alleged failure. Unable to perform complaint lot history check due to unknown lot number. The possible root cause for this issue: user error. The needle clog found during investigation was most likely caused by re-use, if the needles are re-used, dry blood residue could clog the cannula since these needles are one use only, and hence the potential root cause for this issue is user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that the unspecified bd¿ pen needle was clogged. It is unknown if this event occurred before, during, or after use. As reported by the customer, "needle blocked".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was clogged. It is unknown if this event occurred before, during, or after use. As reported by the customer, "needle blocked".